Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Two detached needles and one suture piece outside its packaging that pertain to product code sxpp2b405 were received for analysis. The product code is double-armed. Additionally, a photo was provided, and with the same condition as the received sample. After investigation of the sample, short insertion was noted in one extreme. The visual inspection concluded that the suture was detached from the needle since the insertion end of the suture did not meet the requirement. On the other extreme, the suture was noted to be cut, probably caused by a surgical instrument. Based on the information currently available, a short insertion issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and barbed suture was used. The suture dislodged from the needle during suturing. The surgery was not delayed due to the event. There was no patient consequence. No further details were provided.